Event description:
Patient (pt) called back stating that they were getting a settings not available message. Agent reviewed the message and redirected pt to their healthcare provider (hcp). Pt stated that they were still in the process of looking for a new doctor and inquired if they could follow up with their hcp instead. Agent reviewed information and provided the nas number.

Manufacturer narrative:
B5 updated. H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator was not working. Patient said they could feel some tingling, but not like it used to be. Patient then said they tried to increase stimulation, but would get an error message. Patient did not remember the specific message, but thought there was an "h,e,r". Agent asked if patient was seeing settings not available, but patient said the settings were available, they just didn't want to set. Agent asked, patient said they noticed the stimulation wasn't working back 2 months ago and said this had happened before. Patient tried to unlock the controller during the call and reported the controller battery was empty. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed to charge the controller and then try to adjust stimulation again and call back with screen details if the message came up again. Patient called back and inquired why they weren't getting stimulation and patient was laying in different positions or changing positions. During the call agent asked patient what they saw on the screen and patient mentioned they got an excellent quality on the screen with the controller at 30% and the implant and a red line. Agent reviewed information. Agent reviewed the difference between the controller and the implant battery. Patient charged the controller. Patient mentioned the controller back cover had an opening and wouldn't close all the way. Patient denied damages on the back cover. Agent closed case. A replacement controller back cover was sent out.